Event description:
It was reported that defective stopper occurred with a bd plastipak¿ hypodermic syringe luer lok¿. The following information was provided by the initial reporter, "issue regarding the plunger (black rubber). It is deformed during use, which leads to a non accuracy to the volumes to sample."

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for reported lot 1609008p, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, the stopper was properly assembled to the plunger and no damage or molding defects were observed. All samples were filled with water and no issues occurred during use. Product undergoes visual and functional testing throughout the manufacturing process to ensure the quality of the device. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective stopper occurred with a bd plastipak¿ hypodermic syringe luer lok¿. The following information was provided by the initial reporter, "issue regarding the plunger (black rubber). It is deformed during use, which leads to a non accuracy to the volumes to sample."